Event description:
Patient presented to the physician with persistent drainage and swelling at the neck incision site. Imaging was obtained showing the stimulation lead migrating superficially toward the skin. Physician brought the patient into the operating room and removed the entire inspire system.